Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels and excessive no delivery alarm. Customer's blood glucose level was around 400 mg/dl. Customer called and left a message requiring assistance.